Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. The patient experienced pain and erosion of her internal bodily tissue post operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent a diagnostic laparoscopic procedure during mesh implantation. Post operatively, the patient experienced a perforation of veins in her groin area requiring a blood transfusion and a pelvic hematoma. In (B)(6) 2011 patient developed a mesh erosion that caused vaginal pain and dyspareunia which led to removal on (B)(6) 2012.